Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation it was noted that the device was in backup vvi mode possibly due to an external factor. A device restoration was completed successfully. There were no adverse consequences to the patient.